Event description:
It was reported that the bladder of an infusor ruptured during patient use. The total volume of solution was 240 ml after 35 hours of use. There was patient involvement; however there was no medical intervention or patient injury was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. The device was not returned for evaluation; therefore, no device analysis could be performed.